Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a transmural aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician inserted the versacross rf wire into the superior vena cava (svc). Then, the watchman trusteer sheath was advanced into svc in preparation for transseptal puncture (tsp). While viewing the catheter tenting on the septum, an inferior and mid transeptal crossing was completed. When versacross wire was advanced into the left atrium (la), it appeared to curl and touch towards the aorta. The wire and trusteer sheath was advanced into the left superior pulmonary vein before and enlarged area around the aorta was noticed on transesophageal echocardiogram (tee) imaging. After cardiothoracic (CT) surgeon and physician assessment, the sheath and wire were removed from the la and body. Protamine was administered by anesthesia. There was no pericardial effusion noted on tee. CT surgery was consulted and reviewed tee images but did not plan on having to surgically intervene. The patient compelted a CT scan and moved to intensive care for observation, and they were later discharged and is doing well. The device is not expected to be returned for analysis (disposed). There was no perforation confirmed and medical intervention. The CT scan was completed and patient was observed in hospital. The versacross rf wire was advanced pretty quickly after rf application. There were no versacross device malfunctions noted.